Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl resulting in a seizure. Suspected cause was due to customer accurately delivering multiples boluses in a short time period. The customer received assistance and was given juice and glucagon to address bg. Review of the t:connect data graphs by tandem technical support verified that insulin was suspended and the pump was working as intended.